Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable and is no longer under warranty. The customer refused the repair. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device deplete a new battery immediately. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.